Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer called to ask some questions regarding the scroll wrap anomaly. The customer stated that she had done this in the past during the night when her fingers moved too fast. Customer did not want to have the insulin pump replaced. Nothing further reported.